Event description:
It was reported by (B)(6) that the chuck with key device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: subject device has been received, the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and the customer called in a service request for this item on 03-11-2015 for drill no function during the previous 6 months, the item was returned on: (B)(4) 2014 due to _aaxb_general broken torn off. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.